Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Unable to verify scratched screen due to pump was received with missing lcd window. Pump passed all functional tests, including the idle current measurement test, run current measurement test, self test, off no power test, a21 error test, displacement test, basic occlusion test, occlusion test, prime/a33 test, rewind test and excessive no delivery test. Pump was received with a normal operating current. Pump was monitored for several hours and no unexpected failed battery test or failed battery alarm noted. Also, no rewind anomaly noted. However, pump was received with loud motor noise during rewind due to faulty motor.

Event description:
The customer reported via phone call that the insulin pump screen was scratched. The customer¿s blood glucose level was unknown. The insulin make grinding noises during rewind and insulin pump received failed battery test alarms. The insulin pump will be returned for analysis.